Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen by the pain physician due to inadequate pain coverage which revealed multiple disconnected electrodes and shorts. Reprogramming was able to recover pain coverage. The patient underwent a lead revision procedure to resolve the disconnected electrodes